Event description:
On 23-jan-2018, medbloc was notified by one of its dealer (B)(6) regarding the following incident that took place on (B)(6) 2018. The end user pulled up to his desk and lifted the armrest and the armrest dropped when released. The end user was off balance when the armrest dropped and fell forward and his forearm hit the adductor. The end user got a bruise on his forearm as a result of hitting the adductor.